Event description:
During a heliostar external evaluation (af ablation) clinical trail, it was reported poor heliostar balloon visualization/ alignment was seen throughout the procedure. The catheter also keeps flicking in and out of the la body and right-sided pvs but on fluoroscopy, the catheter shows it's in a stable position. Procedure completed however the operator relied more on x-ray instead of carto to verify catheter position and stability. Error report generated at the end of the case and procedure data sent to r&d for further investigation. It was reported the surgery was prolonged for approximately 30 minutes. There were no patient consequences and no device performance issue reported. No available information is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
This event was reported to oscor in error. Additional information was reported that there is no specific complaint against this guidestar. The reported 30 minute delay was because the operator was initially relying on carto to position the balloon. As there's poor visualization, he attempted to reposition a few times; eventually had to use fluoroscopy to confirm good placement. The delay was not related to the guidestar. No further follow-up is required. There is no allegation that the device failed to meet its performance specifications. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.